Manufacturer narrative:
Evaluation summary: as received, dehydration characteristics are evident in the valve's free margins, which include discoloration and stiffness. Serrated markings, may be due to surgical tool, are detected onto the free margin of leaflet 2 at commissure 2. No other inconsistencies detected. The leaflets are intact and the wireform are intact, evident in the x-ray. The valve was examined visually and with a light microscope. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon indicated a possible suture loop at time of implant. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The evaluation lab was unable to confirm the customers claim of a possible suture loop. Per the initial report "a stitch was accidently looped around the stent and pulled tight, as soon as surgeon had realised, he cut to release the suture and tied on either side of the post. On echo they noticed a central regurgitation and he suspects that the suture may have deformed the cusp slightly so causing the jet". No suture tracks were evidence and there was no apparent damage to any of the leaflets. However, the condition of the device, as received, prevented us from doing a full evaluation as the device was not adequately covered in formalin when returned which possibly caused the dehydration noted in the evaluation results. Because of this, we are unable to determine the root cause for the customer's complaint.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. (B)(4) - suture loop. Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device is to be returned for evaluation.

Event description:
Initial report was received as "one of the leaflets was faulty, right cusp movement was abnormal." In a follow up with the surgeon, it was clarified as "when implanting the valve, a stitch was accidently looped around the stent and pulled tight, as soon as [he] realized it, he cut to release the suture and tied on either side of the post . On echo they noticed a central regurgitation and he suspects that the suture may have deformed the cusp slightly so causing the jet. There was also noted a couple of jets in the leaflet which may have been caused by a needle."